Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the evidence of hydrogen-induced leaky by-pass capacitor(s).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. The battery longevity dropped six years over a eighteen month period. A technical service (ts) consultant reviewed engineering analysis, confirming the premature battery depletion. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. The battery longevity dropped six years over a eighteen month period. A technical service (ts) consultant reviewed engineering analysis, confirming the premature battery depletion. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.